Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that he was receiving no delivery alarms on the insulin pump on several occasions, including (B)(6) 2014, he stated he received six or seven of the no delivery alarms while trying to bolus. At the time of the report, the customer's blood glucose was 169 mg/dl. The customer was assisted in performing a 5.0 unit fixed prime, during which insulin did exit. The customer stated he changed his infusion set on (B)(6) 2014 and it looked normal when he took it out. He stated he had to bolus two to three times to get the correct amount of insulin. The customer stated he received another no delivery alarm in the morning of (B)(6) 2014, and was advised to change the entire set, which he did not wish to do. The customer had already thrown out the set. It was advised to troubleshoot in the future when the issues were occurring. Nothing further was reported.